Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity s hiv ag/ab combo results on one donor specimen who had a history of nonreactive hiv and had a nonreactive result post this donation. The following data was provided on the donor: on (B)(6)2022 sid (B)(6). (Bleed date (B)(6)2022) hiv results (as1302) = 1.27 s/co, 3.33 s/co, 0.06 s/co (reactive) western blot confirmation result is not available yet. Nat tested negative. On (B)(6)2022 sid (B)(6) (bleed date (B)(6)2022) hiv result = nonreactive on (B)(6)2022 sid (B)(6) hiv result (as1310) = 0.07 s/co (nonreactive) on (B)(6)2022 sid (B)(6) hiv result (as1319) = 0.08 s/co (nonreactive) on (B)(6)2022 sid (B)(6) hiv result (as1322) = 0.07 s/co (nonreactive) no impact to patient management was reported.

Manufacturer narrative:
Section a: a1 patient identifier: donor ID is (B)(6). All the sids listed in section b5 are from one donor ( (B)(6)). Section b: b5- additional information received on 13jul2022, west blot result for sid (B)(6) is negative. The complaint investigation for false reactive alinity s hiv ag/ab results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, batch history record review, labeling review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with lot 34355be00. Batch history record review did not identify any unexpected results or related issues during the blending process. Customer release test (crt) results for lot 34355be00 were within specifications. Labeling was reviewed and sufficiently addresses the customer's issue. The overall performance of the alinity s hiv ag/ab combo reagents was reviewed using field data from customers. Overall reactive rates of lot 34355be00 across biolife social circle (blps-sc), applicable peer sites and across all us customer sites were collected and assessed. Across all us customers the initial reactive rate (irr), repeat reactive rate (rrr) and specificity observed for lot 34355be00 are within product requirements and comparable to other lots analyzed in the comparison. Further, both at the peer sites and at biolife sc, the performance of lot 34355be00 is within product requirements and comparable to other hiv lots in the reviewed timeframe. Based on the investigation the alinity s hiv ag/ab combo reagent is performing as intended as all obtained reactive rates for the likely cause lots are within product requirements. No systemic issue or deficiency of the alinity s hiv ag/ab assay for lot number 34355be00 was identified.